Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device shut off without warning and no alarms. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.

Manufacturer narrative:
The investigation of the affected infinity acs workstation cc with serial number (B)(6) was based on the reported event and the analysis of the log files at the manufacturer's site in lübeck. In addition, an on-site investigation was initiated by a dräger service technician. According to the results of the examination, a shortened battery capacity could be confirmed. According to the log file, it was found that the device triggered a battery alarm before the battery was empty, but the normative reserve of 5 minutes between the "battery discharged" alarm and the battery discharge was not respected when the device went off. The internal nimh battery was significantly depleted (4 minutes on october 24, 2022). The nimh battery could not hold enough charge and thus discharged earlier than expected. During the shutdown, the unit triggered the auxiliary alarm as indicated. The batteries have prematurely reached their end of lifetime. In case of mains power loss, the device will be supplied from the internal battery in order to continue operation. Switch-over to the battery is indicated with the alarm message ¿battery activated". The specified back-up time with a new and fully charged internal battery at typical ventilation (without gs500) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery discharged¿ are intended to be posted with progressive battery operating time. Therefore, the ventilator continuously calculates the charge state of the battery based on a battery model deposited in the software. If the actual battery characteristic differs from that model, the alarm messages ¿battery low¿ and ¿battery discharged¿ may be posted earlier than expected or with less than 5 minutes remaining operating time until complete power loss. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The dräger service replaced the internal battery and tested the device as per manufacturer specification without further deviations. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. The number of malfunctioning regarding this issue reported from the field is within accepted range.

Event description:
It was reported that the device shut off without warning and no alarms. No patient health consequences have been reported. However, in case the breathing pressure (incl. Peep) drops to ambient, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.